Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and found multiple instances of "high alarm displayed: cassette not attached properly." The device was visually inspected and found that there were downstream occlusion (dso) seal cracked and dso sensor unresponsive. During functional testing, the customer reported issue was confirmed. Additionally, it was found that there was corroded latch/lock sensor and dso seal delaminated. All defective parts were replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the device had a broken loader error, the cassette was not loaded during testing". During device evaluation it was found the downstream occlusion (dso) sensor was unresponsive and dso seal was cracked.